Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of (capsular contracture) was reviewed on 25-june-2020. Visual analysis of the photographs identified: device patch with lot (or catalog) number lot number: 3045258 and catalog number: ssx-420 (red) particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4):covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.